Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak, mechanical issue and air in system/component are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient had been implanted with an artificial urinary sphincter (aus) device. At his six week activation appointment, the physician was unable to activate the pump due to an increased amount of air in the system. A revision surgery was performed during which time the physician manipulated the device and found there was a leak in one of the connectors. The pump was explanted and a new pump was implanted. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient had been implanted with an artificial urinary sphincter aus device. At his six week activation appointment, the physician was unable to activate the pump due to an increased amount of air in the system. A revision surgery was performed during which time the physician manipulated the device and found there was a leak in one of the connectors. The pump was explanted and a new pump was implanted. There were no patient complications.